Event description:
A customer reported receiving a minimum fill notification from their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to clean the pneumatic tap area of the pump with an alcohol wipe or lint-free cloth. The customer was then able to successfully reload the cartridge and continue using the pump for insulin delivery.